Event description:
It was reported that there was noise and oversensing on the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Event description:
It was reported that there was noise and oversensing on the device. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.